Manufacturer narrative:
The lead was returned and visual examinations revealed no malfunctions. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to the emergency room with pocket redness and tenderness secondary to an infection. The physician did not attribute the cause of the infection to the abbott device or procedure. Additionally, the pacemaker was noted to be eroded, and vegetations were confirmed on both the atrial and right ventricular leads via echocardiogram. The pacemaker system was subsequently explanted. The patient remained stable.